Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer final investigation, to correct the device availability and device return. Since the product for this info complaint was not returned to oste, our investigation is based solely on the information provided by the customer and the sales business center. The product was sold on 02.11.2015. Analysis: the customer complained about the occurrence of error message e433. However, the sbc was unable to reproduce the error message mentioned above. The scratches/dings on the housing cover and front panel are normal signs of use and they affect neither the function nor the safety of the unit. Cause: error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1) the user activates the foot switch while the generator is booting (temporary error caused by user action). 2) faulty foot switch (temporary error) addressed on 30.03.2015. 3) faulty foot switch (temporary error, faulty reed contact). 4) defective cable connection between hvps board and generator board (temporary or permanent error). 5) defective hvps board (permanent error). 6) defective generator board (permanent error). On 28.02.2020, a deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. Presently, an in-depth investigation of the hvps boards with error message e433 is ongoing. Risk analysis: since the device in question is assumed to have been in standard at the time of the incident, it was, from a technical point of view, very unlikely to pose an increased risk to patients, users, and/or third parties. Any error messages that may appear are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. DHR review: a manufacturing and quality control review was performed for device wb91051w with serial number: (B)(6). There is no non-conformity associated with this device with respect to the described issue. The DHR review showed that the device was manufactured according to valid instructions and met all specifications. Oste will continue to monitor the occurrence rate in the context of our quality management system. If necessary, oste will take further action in the future.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of display error was not confirmed. The device was inspected and tested and all tests passed. All outputs are within specifications. The results of the evaluation observed no device problem. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that during preparation for use, the unit was receiving an internal hardware error. There were no other alarms, alerts or error messages received. The connection between the cord and device was secure. The intended procedure was completed with a similar device. There was no patient involvement.